Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging an unknown issue with the subject meter. The reporter indicated that she was "not able to download." No further information was available. There was no indication that the product caused or contributed to an adverse event.